Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels reached 33.2 mmol/l (598 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The patient felt sick and started to vomit. When the patient arrived home they administered 4 units of insulin via manual injection. The patient then started to experience tachycardia, a headache, confusion, and had vomited again. Ketones (amount unknown) were present in the patient's urine. The patient's bg levels remained high so an additional 3 units of insulin was administered but symptoms persisted. The patient's mother called their doctor who advised she take the patient to the hospital. At the emergency room the patient's bg levels were 18.9 mmol/l (341 mg/dl) but started to rise again. The hospital administered insulin injections and the pod was changed. After changing pod the patient's bg values began to normalize. Further bolus's administered using the new pod were also successful. The patient was discharged from the hospital the following morning on (B)(6) 2018.